Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported the patient was implanted with an infast sling on (B)(6) 2010 to treat "uterine/vaginal prolapse and lap robotic hysterectomy". The patient was admitted to the hospital due to a "complete bowel obstruction that lasted two days as a result of mesh colporrhaphy". The patient had signs of kidney failure, pneumonia, and congestive heart failure. It was determined the complications were "related to the trauma of the bowel obstruction due to adhesion of the mesh". It was indicated that the device was explanted on (B)(6) 2013. No additional patient complications have been reported in relation to this event.